Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and an error message had appeared. A field service engineer (fse) assisted the customer in transporting six half height drawers from the administrative office to the storage area in the old medical building. All six drawers were successfully inserted into an out-of-service main station. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open, and device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.